Event description:
Additional information was received stating that the leakage was observed during administration of 5-fu. The user is using the product with attaching the sp-1w to prevent the breakage on the cl connector. Terumo received one actual sample which was received connected to a sa-1w on one of the cl connectors. Terumo states "with ¿as-received¿ condition, liquid flow was checked connecting our in-house syringe(filled with water) to the sa-1w. Leakage was confirmed at the gap between the valve and the housing, and at the housing as well. Upon closely checking the valve after removing the sa-1w from the cl connector, the valve returning failure was confirmed. In addition, deformation was observed at the male taper tip of sa-1w. CT inspection was performed on the cl connector, and the result recorded deformation at the inner conduit. The event occurred during infusion. The event was not detected prior to direct patient use. Surplug ad is the identified mating device. Infusion was the type of procedure. 5-fu was the medication involved. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention were required. The device was changed out/replaced with no further problems encountered.".

Manufacturer narrative:
Additional information b3 and b5 a series of photos were shared by the customer, showing an internal CT scan from inside the shuntless microclave, where the spike is observed to be bent, additionally some damage at the top of the syringe was observed to be collapsed. One used device was received with the tube partially cut and a piece of the syringe's tip for evaluation. The silicone seal was observed to be stuck down inside the shuntless microclave , a clear deformation at the syringe's tip was noted as well. The shuntless microclave was dissembled, and a bent spike was observed and no additional damage or anomalies were noted. The complaint of leaks can be confirmed. The probable cause was due to damage observed on the returned mating device (non-ICU set) cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug micro clear, 2 clamps, rotating luer where the customer reported leakage. It is unknown how the event was noted and it is unknown whether or not there was patient involvement. Harm was not reported as a consequence of this event.